Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right ventricular (rv) lead significant deterioration of the maneuverability of the lead. When the lead was removed from the sheath it was noted that the insulation on the distal side of the superior vena cava (svc) coil had peeled. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. The analysis indicated that the overlay tubing of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation has marks on it at 48 cm. If information is provided in the future, a supplemental report will be issued.